Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during a liver resection procedure they were using the device on thick tissue. After removing the device from the tissue the jaws would not open and the blade was off track. A second device was pulled and the same thing occurred. A competitor's device was used to complete the case with no patient consequence.

Manufacturer narrative:
(B)(4). Device a was received in good condition. The device was tested on the generator and passed all functional testing. The energy output delivered from the device was verified and the cutting of the test media performed as expected. All three tones were heard during functional testing (tone 1 is heard when the energy activation button is pressed; tone 2 is heard when tissue impedance threshold is reached; and tone 3 is heard when the cycle is complete) during functional testing, the jaws opened and closed without any issues. Device b was received in good condition and with the knife buckled. The device was tested on the generator and passed all functional testing. The energy output delivered from the device was verified and the cutting of the test media performed as expected. All three tones were heard during functional testing (tone 1 is heard when the energy activation button is pressed; tone 2 is heard when tissue impedance threshold is reached; and tone 3 is heard when the cycle is complete) during functional testing, the blade did not return after the handle was depressed and the jaw did not open. The jaws were opened by applying an opening force on the handle with two hands. The knife blade was buckled which resulted in the jaws not opening.